Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use on a patient, the device had an occlusion at the distal end. While dispensing the morning dose of medication, the pump signaled a high pressure alarm and the drug came out of the tube. It was observed by the nurse that the tube had gathered and made 2-3 turns in the throat. The tube was pushed with a tongue depressor to remedy the kink with no success. The tube was then pulled back a little and returned to about 29cm. There was no injury.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. A sample was received for evaluation. An evaluation was performed and there was no clogging found in the distal end. The reported issue could not be confirmed. The most likely root cause for the tube occluded indicates that this issue could occur due to inadequate use of the procedure if the instructions of use are not followed. Feeding tubes should be flushed frequently to prevent clogging. The process is running according to product specifications meeting quality acceptance criteria. A corrective action is not necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.